Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). According to pre-analytical data, fibrin clots/strands were present in the sample for patient 1. The customer was using a sample cup that was not validated for use on the instrument. The qc and calibrations, prior to the event, were within acceptable limits. On 11-may-2020 an apc (analyzer performance check) was performed. The alarm trace showed no relevant messages on either date of the events. The field service representative stated performance testing failed. After power rearrangement was performed, the performance testing was repeated and passed. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ferritin and tsh elecsys cobas e 200 v2 results for two patients on cobas e 411 immunoassay analyzer. Results for patient 1: the initial ferritin result was 224.6 ng/ml and the repeated ferritin result was 1491 ng/ml. The initial result was reported outside of the laboratory. Results for patient 2 ((B)(6), male): on (B)(6) 2020, the initial tsh result was 0.034 miu/l with a data flag. The initial ferritin result was 2.84 ng/ml with a data flag. On (B)(6) 2020, the results were repeated. The repeated tsh results were 1.59 miu/l and 1.61 miu/l. The repeated ferritin results were 0.627 ng/ml with a data flag, 57.92 ng/ml, 57.82 ng/ml, and 57.48 ng/ml. The tsh and ferritin results for patient 2 were reported outside of the laboratory. The tsh reagent lot was 444797 (expiration date was requested but not provided). The ferritin reagent lot was 431645 and expiration date was 12-may-2020.